Manufacturer narrative:
Manufacturing site evaluation: microscopic analysis of the insulation and the trocars indicated burrs and sharp edges on the working ends. One insulations is bent and cracked several times over its entire length, also there are indicators of an electrical breakdown. The other insulation is charred at one end. Based on the information available as well as a result of our investigation the root cause of the failure is most probable user related. The technical investigation of the trocars indicated that they have burrs and sharp edges, so it is possible that the damage of the insulation are related to the trocars. The trocars were manufactured on 04-14-2011 and 08-31-2011. In the IFU it is written that all the instruments have to be checked prior to use in every surgery. Due to traces of usage, it is assumed that the care instructions were not followed by the user. Corrective/preventive action: not applicable.

Event description:
The insulation broke off during surgery in the patient. Looks like one insulation is scored and cut while using the trocar. The other insulation is cracked and melted or worn at the end. Both were from instrument po303r used during hernia repair. There was no injury, surgery was delayed 10-15 minutes. Po303r is composed of parts (2 each referenced): (B)(4) / insulated outer tube 3.5/3.5mm 290mm; (B)(4) / jaw ins.dissector str.3.5mm 290mm; (B)(4)/ pushing rod 290 mm; (B)(4) / handle with ratchet for 3.5mm instr. Trocars in use (2 each referenced): (B)(4) / trocar sleeve 3.5/110mm smooth with tap; (B)(4) / trocar sleeve 3.5 /60mm smooth w/o tap.

Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.